Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an ankle-arthroscopy, the movement of the rasp became sluggish and the inner cylinder came off during direct patient interaction. The procedure was completed using a new product.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the inner cylinder had fractured off from the hub of the device. Due to the disassembled state of the device, functional testing could not be performed. The root cause of the reported failure mode is undetermined.